Event description:
It was reported that the patient complained about a fever and abdominal pain which revealed a suspected iliopsoas tumor that resulted in readmission on (B)(6) 2020. The patient was treated with intravenous administration of antimicrobials to decrease the inflammatory response and a positron emission tomography cat(pet-CT) scan was performed. No obvious accumulation was observed and the patient was discharged from the hospital when the suspicion of an iliopsoas muscle tumour was ruled out. No association between the product and the fever or abdominal pain has been concluded.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 12sep2022 the review of files of this event type was completed. A direct relationship between the device and the reported event could not be determined. The customer reported that the patient presented with fever and abdominal pain. After examination, the patient was suspected of having an iliopsoas tumor and admitted for intravenous antimicrobial, which decreased the inflammatory response. Pet-CT was performed and no obvious accumulation was found. The patient was discharged with the suspicion of an iliopsoas muscle tumor ruled out. It was indicated that there was no associated between the hmii and the reported fever and pain. The patient remained ongoing following the event until between routinely transplanted on (B)(6) 2022. See (B)(6). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. Date of birth should have been redacted from the initial report. Additional information to the manufacturer's investigation conclusion: heartmate ii lvas IFU rev. B, is currently available. This IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system. Heartmate ii lvas patient handbook rev. D is currently available. This handbook states, "if, at any time, you think your pump is not working right, call your hospital contact person, or other emergency contact, right away." No further information was provided. The manufacturer is closing the file on this event.